Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a laparoscopic repair of a primary single defect incisional hernia on (B)(6) 2010, under general anesthesia. During an episode of constipation, the pt had to push very hard to pass stools and the pt experienced recurrent hernia on the lateral side of the lumbotomy incision. The recurrent hernia was confirmed by the surgeon on (B)(6) 2010. The pt underwent re-operation by laparoscopic with ipom on (B)(6) 2010. The initial mesh was not removed. Some adhesions were found. The mesh was repositioned and properly fixed transabdominally. At the last visit on (B)(6) 2010, the pt was doing very well with no pain.